Event description:
The user facility reported that the patient complained of a "pop" in the right groin area while ambulating 48 hours post catheterization. 1.25 cm pseudoaneurysm diagnosed via ultrasound. Non-life threatening - 1.25 pseudoaneurysm - ultrasound therapy delivered to affected area. Therapy date on (B)(6) 2023 - ultrasound. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The estimated blood loss was less than 250cc. The procedure performed was a coronary diagnostic using a 6fr sheath. The patient had a history or poor kidney function.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: cardiac service line director. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the alleged issue since there was a complication post-deployment of the angioseal device. However, the alleged pseudoaneurysm could likely be result of excessive tamping of the suture. No conclusions can be made to the exact cause of the event. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).